Event description:
Patient presented to the emergency department after the implant procedure with difficulty swallowing and breathing. On examination, a hematoma at the neck incision site was identified. Physician brought the patient into the or, performed a washout procedure, identified the source of the bleed, achieved hemostasis with vessel ligation, irrigated the neck pocket, and closed. Postoperative antibiotics were prescribed.